Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that after changing the ventilation mode from CPAP to bipap, the ventilation settings (peep and pinsp) increased automatically. The device then switched off completely. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that after changing the ventilation mode from CPAP to bipap, the ventilation settings (peep and pinsp) increased automatically. The device then switched off completely. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The logbook of the affected v500 device with the serial number (B)(6) was available for the investigation. The analysis of the logbook provided revealed that on june 29, 2025, the cockpit of the affected device was not operable for a period of more than two minutes and restarted. The alarm message "cockpit restarted" was issued as specified. In addition, the patient-related alarm messages "mv low", "vt high" and "deconnected?" Were issued at the time of the event. Based on the logbook, it cannot be confirmed that the peep or pinsp automatically adjusted from the device after the ventilation mode was changed on june 29. At the time of the event, the peep was set to 5 mbar and remained unchanged. The pinsp was reduced by the user to 35 mbar on june 28 and gradually to 15 mbar on june 29. Ventilation was not affected by the reported event and continued normally during the cockpit failure. It is recommended to replace the system cable between the evita v500 and the cockpit c500 and then test the device according to the manufacturer's instructions. As a safety feature of the system, the safety software analyzes and verifies the proper functioning of the device. If the cockpit fails during operation, the additional acoustic alarm of the ventilator sounds after 45 seconds without communication between the ventilator and cockpit. Ventilation is not affected by a cockpit failure and continues as set. However, as the monitoring functions are limited and the user interface is not functional, ventilation must be continued with an independent device. The number of malfunctions reported from the field for this problem is within the accepted range. The results of the investigation did not reveal any new risks that are not covered by the product risk management file.